Event description:
Puntillo f, giglio m, preziosa a, et al. Triple intrathecal combination therapy for end-stage cancer-related refractory pain: a prospective observational study with two-month follow-up. Pain ther. 2020;9(2):783-792 reported events: 1 patient receiving intrathecal administration of morphine, ziconotide, and levobupivacaine via an implantable pump underwent a system explant due to a pocket infection.

Manufacturer narrative:
Puntillo f, giglio m, preziosa a, et al. Triple intrathecal combination therapy for end-stage cancer-related refractory pain: a prospective observational study with two-month follow-up. Pain ther. 2020;9(2):783-792 https://doi.org/10.1007/s40122-020-00169-1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.